Event description:
Patient emails ¿I have neurostimulator model 3660 installed via (B)(6). I live in (B)(6) state now and my battery is dead. The question is: is your new neurostimulator compatible with my existing hardware? For example: take out this one/swap with yours?¿ this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).